Manufacturer narrative:
Bayer product analysis received and examined 2 returned syringe kits. Visual examination confirmed the presence of white particulates in each of the returned kits. Further evaluation determined that the white particulates were concentrated near the syringe drip flanges and there were traces of the particulates within the styrene tray. Also noted were abrasions to the tyvek covers at the point of contact for the syringe drip flanges. Examination of retained samples for this lot number confirmed the presence of the white particulates on the syringe barrels and within the styrene trays as well as abrasions to the tyvek covers. Product analysis determined that an abrasive action between the syringe drip flanges and the tyveks cover caused adhesive material to flake off of the cover and settle within the disposable container. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The customer reported the following: after opening the envision CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe as well as the quick fill tube (qft). The customer elected not to use the syringe kit. No injury or adverse event was reported.